Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 27 mg/dl. Cause of bg level was unknown. Bg was treated via a glucagon injection. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage.